Event description:
The facility's clinical engineer reported an infusion pump with an 812:02 failure code. This report was noted during the clinical engineer's testing. Baxter's technical support requested information regarding the date this report occurred, whether or not the failure occurred during patient use, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but not additional information was available. Additional contact information was requested but no additional contact was identified.